Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an ¿error 3¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in the afternoon of (B)(6) 2017. The patient manages her diabetes using insulin (37 units) and metformin (800mg) and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient denied experiencing any symptoms and reportedly visited the emergency room (ER) on (B)(6) where she received a blood glucose test using an ER meter with a result of 374mg/dl. The patient stated that 2 hours later she received hcp treatment in the ER of insulin (administered through IV) in response to the reported issue. At the time of troubleshooting, the csr was able to resolve the issue by walking the patient through taking a blood test and obtaining a result. The csr confirmed that the patient¿s testing procedure was correct, and educated the patient about using expired test strips. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment in the ER for an acute blood glucose excursion after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.